Manufacturer narrative:
(B)(4). Additional concomitant medical products: unk cup; unk femoral head; unk stem. (B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision of competitor femoral stem due to unknown reasons, the surgeon observed that the that the liner was yellow. The surgeon replaced the liner as it was discolored even if it was not damaged.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection identified the barb is scraped such that a poly strand extends from the liner. Screws were used to disassemble the liner from the shell as evident by the holes remaining in the radius. These damages were likely caused during an attempt to explant the liner. Discoloration can be seen on the outer radius in the contrast between the portions of the liner aligned with the screw holes of the shell. Discussions with development and research team identified the liner to consist of vitamin e which causes the yellowness to the liner but they are in the normal range for e1 and are not considered discolored. DHR was reviewed and no discrepancies were found. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.